Event description:
It was reported that regarding caregroup pop-ups, the staff reported to the biomedical engineer that the hallway beds 36-40 are not popping up on monitor screens the device was reported to be in use on a patient, but no adverse event to patient or user was reported.